Event description:
A health care professional reported during the intraocular lens implantation plastic material and plastic fiber have been found on the lens. The lens was removed from the eye is the same procedure. Additional information has been requested and received stating that the fibers on the posterior surface of the lens after implantation might have come from the cartridges.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridge was not returned. Three videos and two photos were provided in a link. The powerpoint page indicated three file numbers. It is not clear which video corresponds to each file. All three reviews will be placed in the indicated files. The provided videos did not show the lens or cartridge preparation. Two deliveries were shown and one video was only of an implanted lens. All three lenses had linear material observed on the posterior surface of the optic. The material was removed and the lenses remained implanted. The lens model/diopter, handpiece and viscoelastic related to this complaint was not provided. It cannot be determined if a qualified combination was used. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Based on review of the provided videos, a linear material was observed on the posterior surface of the optic. The material was removed with the I/a tip. The lenses remained implanted. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Per the instructions for use (IFU): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).